Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that multiple occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting, the tandem technical support (cts) was able to determine that the customer was using the current cartridge for a week. Cts educated customer on cartridge labeling. The customer changed the cartridge and infusion set in attempt to resolve the issue. The customer reverted to an alternate method of insulin therapy.